Event description:
During primary surgery liner rim broke causing surgical delay.

Manufacturer narrative:
Examination was not possible, as the product was implanted. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.